Manufacturer narrative:
The device remains in patient.

Event description:
During the coil embolization procedure, it was reported that the second coil was prematurely detached in the microcatheter when the physician tried to reposition the coil by re-sheathing it into the microcatheter. And part of the main coil was protruded out of the aneurysm. Therefore, other coils were implanted to push the coil inside and plavix was administrated to the patient. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use and the device was prepared as per the dfu (direction for use). Based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
During the coil embolization procedure, it was reported that the second coil was prematurely detached in the microcatheter when the physician tried to reposition the coil by re-sheathing it into the microcatheter. And part of the main coil was protruded out of the aneurysm. Therefore, other coils were implanted to push the coil inside and plavix was administrated to the patient. No clinical consequences reported to the patient.